Event description:
An intermittent malfunction alarm was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The customer reset the pump on their own prior to contacting technical support and was advised to continue using the pump while being instructed to call back if the malfunction recurs.